Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) to breath delivery (bd) cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.